Manufacturer narrative:
Describe event or problem - additional info. Incorporated. Add'l MFR. Narrative : conclusion: anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil(s) may have contributed to the reported patient's imaging findings. However, intracranial sequelae is a risk associated with endovascular procedures and is noted as such in the direction for use (dfu). Therefore a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the patient underwent successful coil embolization of a ruptured aneurysm located between the internal carotid (ica) and posterior communicating (pcomm) arteries. Approximately 80 days post embolization the patient suffered a fall (no other information regarding the cause or any injuries incurred was provided) and a computer tomography (CT) scan demonstrated low attenuation in the left hemisphere. In addition an MRI showed multifocal white matter abnormalities concentrated in the left frontal and parietal lobes. A review of the images illustrated, multi-focal non-confluent white matter abnormalities, which do not involve the cortex and do not appear to be associated with any significant evidence of mass effect. It was reported that the patient was administered steroids (dose unknown), and reportedly the patient remains asymptomatic despite the imaging abnormalities.

Event description:
It was reported that the patient underwent successful coil embolization of a ruptured aneurysm located between the internal carotid (ica) and posterior communicating (pcomm) arteries. Approximately 80 days post embolization the patient suffered a fall (no other information regarding the cause or any injuries incurred was provided) and a computer tomography (CT) scan demonstrated low attenuation in the left hemisphere. In addition an MRI showed multifocal white matter abnormalities concentrated in the left frontal and parietal lobes. A review of the images illustrated, multi-focal non-confluent white matter abnormalities, which do not involve the cortex and do not appear to be associated with any significant evidence of mass effect. Reportedly, the patient remains asymptomatic despite the imaging abnormalities.